Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? At the 1st firing. What vessel or structure was the device fired on at the time of the event? Yes. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? The device was fired after this incident out of the patient.

Event description:
It was reported that during an unknown procedure there were unformed clips that came out after firing a few times. Changed to another one but still had the same issue. Changed to the third one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was received in good visual condition. In order to replicate the reported incident the device tested for functionality; upon testing the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended. It could not be determined what may have cause the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.